Event description:
It was reported that, "pt was experiencing groin pain. The bipolar was taken off and a cup was placed in the acetabulum converting it to a total hip. X-rays and op notes are confidential to the pt."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The lot code for the reported device was not provided. If additional information becomes available then it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report. Cat# unk, lot # unk, description: +5 "c" taper head . It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.